Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis had confirmed but not replicated the dual camera interface board (dcib) faults. Upon visual inspection, no issues were found related to the reported event. System logs were not able to confirm several errors 48229 pointing to the dcib and therefore, able to confirm the reported event occurred in the field. The ec was installed into the golden system where the system functioned as expected. The golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors related to the original complaint were found. The probable root cause is attributed to dcib.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, the customer called to report multiple endoscope-related faults on the system. The site used a second endoscope, which also faulted. After power cycling and retrying, the same results occurred. The site elected to abort to traditional laparoscopic surgery before reporting the issue, and no additional troubleshooting was performed.